Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The caller received assistance from technical support to reset the pump using pump reset information provided, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur, which the caller acknowledged and understood.